Event description:
Baxter taiwan reported a tubing leak with the transfer set. The patient was hospitalized with peritonitis. The patient was treated with intraperitoneal cefazolin, gentamicin and vancomycin (dosages unknown). The international complaint coordinator reported that the peritonitis had been resolved.